Event description:
It was reported that shortly after implant there was muscle stimulation related to the patient's right atrial (ra) lead. This was resolved through reprogramming the patient's implantable pulse generator (ipg). Two weeks post implant, the patient indicated that antibiotics were prescribed for cellulitis over the ipg implant site. Improvement was shown but after another week the site became tender and warm with small 2-3 mm erosion at the lateral end of the scar. Another course of antibiotics were given and the implantable pulse generator (ipg) system was explanted. The patient remained in the hospital and intravascular (IV) antibiotics given up to the time of the new system implant two days later. There were no further issues noted at the time of the system explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.